Event description:
Customer reported that on 1/18/2023 at 0900, a hole in the port tubing was noted. The rn notified the charge rn and team. Blood cultures were drawn and showed no growth after 5 days. The patient visited the emergency department (ed) for acute febrile illness on (B)(6) 2023, which was assessed by the clinician as unrelated to the port tubing hole. Blood cultures were drawn and showed no growth after 5 days. Patient visited the ed again on (B)(6) 2023 for acute febrile illness and again was assessed by the clinician as not related to the port tubing hole. Blood cultures were drawn and patient was discharged home. Blood cultures grew gram negative rods (escherichia coli positive). Patient was called to return to the ed for admission. Patient was admitted from (B)(6)2023 - (B)(6) 2023 for e. Coli bacteremia requiring port removal, continued IV antibiotics, and continued oral antibiotics at home.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed, and the cause is currently under investigation. The product returned for evaluation was one 20 g x 0.75 in. Powerloc max infusion set. A split was observed in the extension tubing at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed damage; however, it appeared that additional unidentified factors also contributed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation

Event description:
Customer reported that on 1/18/2023 at 0900, a hole in the port tubing was noted. The rn notified the charge rn and team. Blood cultures were drawn and showed no growth after 5 days. The patient visited the emergency department (ed) for acute febrile illness on (B)(6) 2023, which was assessed by the clinician as unrelated to the port tubing hole. Blood cultures were drawn and showed no growth after 5 days. Patient visited the ed again on (B)(6) 2023 for acute febrile illness and again was assessed by the clinician as not related to the port tubing hole. Blood cultures were drawn and patient was discharged home. Blood cultures grew gram negative rods (escherichia coli positive). Patient was called to return to the ed for admission. Patient was admitted from (B)(6) 2023 for e. Coli bacteremia requiring port removal, continued IV antibiotics, and continued oral antibiotics at home.